Event description:
It was reported that an increase in threshold and impedance were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.